Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle eclipse 27x1/2 caused a dirty needle stick. The following information was provided by the initial reporter: "bent cannula. The needle is distorted after use, causing the nurse to puncture."

Event description:
It was reported that needle eclipse 27x1/2 caused a dirty needle stick. The following information was provided by the initial reporter: "bent cannula. The needle is distorted after use, causing the nurse to puncture".

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-20. H.6. Investigation summary: two photos and one sample was received by our quality team for evaluation. Upon visual inspection it was observed that the cannula was bent; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As per the complaint verbatim, the cannula was bent after application. The cannula stiffness was reviewed and within the specifications. Based on the investigation, the root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h.10.